Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : it was reported that during a routine inspection of attune instrument consignment trays by sterile processing personnel at the hospital, six attune instruments were found to be damaged. Five shims were found to have had a crack in it, extending from the metal drill guides to the outer edge of each shim. Also, an attune fixed bearing impactor was found to have been split into two pieces. It is unknown when any of the damaged instruments were damaged. Replacement instruments are needed to complete the instrument trays. The device associated with this report was returned to depuy synthes for evaluation. The device is found broken in two pieces, all pieces were return for evaluation. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection and a functional test were not performed for the attune fb tibial impactor since it is not applicable to the complaint condition the overall complaint was confirmed as the observed condition of the attune fb tibial impactor would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed .

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a routine inspection of attune instrument consignment trays by sterile processing personnel at the hospital, six attune instruments were found to be damaged. Five shims were found to have had a crack in it, extending from the metal drill guides to the outer edge of each shim. Also, an attune fixed bearing impactor was found to have been split into two pieces. It is unknown when any of the damaged instruments were damaged.